Manufacturer narrative:
The reported events were dislodgment and a helix mechanism issue. As received, a complete lead was returned for analysis. The reported event of a helix mechanism issue was confirmed. X-ray examination of the lead found the inner coil was over torqued at connector pin region. After cleaning and applying torque directly to the inner coil, the helix could be extended and retracted. The full helix extension was within product specification. The cause of the reported event was due to helix clogged with blood/tissue and over torque of the inner coil consistent with procedural damage. Electrical testing did not find any indication of conductor fractures but did find an internal short consistent with procedural damage.

Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure the physician introduced atrial lead and positioned it. At the time of final measurement, it was observed that ventricular lead was dislodged. The physician then tried to retract the helix in lead body and reposition the lead however, was unsuccessful due to the helix unable to extend. The lead was removed and replaced. The patient was in stable condition.